Event description:
Pacemaker lead malfunction secondary to fractured left ventricle lead requiring replacement of pacemaker. Explanted: insync model 7272, serial # (B)(4); right ventricular lead: model# 6947, serial # (B)(4); left ventricular lead: model # 4193, serial # (B)(4).